Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was unable to be confirmed and a root cause cannot be determined.

Event description:
It was reported that the device delivers too much medication. There was no patient involvement.